Event description:
A response was received from patient regarding their complaint of charging ins every 2 days and ins depleting quicker. Patients states there were no external factors or changes in their activity to affected their device or therapy functionality., they have never changes the settings on their devices and the other. Patient adds they need someone to take a look at their machine and see if their settings are good or need changes.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that implanted neurostimulator(ins) was depleting much quicker than expected since about 1-1.5 months ago. Pt said issue was getting worse and worse. Pt said they had to charge their ins every 2 days now. When patient services specialist(pss) attempted to troubleshoot with the pt and asked reasonable questions, pt got escalated and demanded a local mdt rep. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient (pt) called back and said they had previously reported this issue, but was persisting. Pt complained that they never had a representative contact them in the past when they were told someone would (according to email log, communication took place between rep and pt). Pt was a bit hard to follow in call as they kept referring to their equipment as 'the machine' or 'the unit' between the controller and implant, and pt's wife was also talking. Agent opened case and entered serial to secure note. Agent directed pt to discuss with a rep/hcp and sent email to the field. Upon further review, pt was also describing trouble getting their implant to stay connected while charging - wouldn't move position, but would end up getting 'poor recharge quality' message displaying. Sometimes would take up to 20min to get connected to start charging implant. Pt also mentioned hitting 'recharge,' so agent thought pt may have been starting charge from passive recharge mode at times. No damage to controller port nor controller plug observed. Pt said ins was down to 90% after charging implant to 100% yesterday; agent explained depending on programming that may be normal - pt said they had not changed their programs lately and that was an unusual charge drop for them. Pt said ins charge dropped to 80% while on call. Pt thought issue may have been caused due to (unrelated) triple hernia surgery, but was uncertain.